Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and the outer insulation of the lead developed a breach due to non-electrical environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting oversensing. The lead was explanted and replaced. The right atrial (ra) lead, which was prophylactically removed during the procedure, was returned and tested out of specification during manufacturer's analysis.no patient complications have been reported as a result of this event.